Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott a patient¿s ipg was scheduled to be replaced. The device was depleted. The patient couldn¿t remember when they lost therapy. The ipg was explanted and replaced. There were no complications effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.